Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed. However, during the first pullback, overload message was displayed and it stopped/froze. Furthermore, it was reconnected and restarted but the issue was not resolved. The procedure was completed with another of same device. No patient complications were reported.